Manufacturer narrative:
(B)(4).

Event description:
It was reported that while connected to a patient, the ventilator was alarming low minute volume and the vte was running very low with measurements between 50 and 70. No patient harm reported.

Event description:
It was further reported that when the ventilator was disconnected from the patient, minimal air flow was felt from the patient circuit. When the ventilator was connected to the patient, there was very little chest rise and fall observed. The ventilator leak test had passed and worked without complications when on a test lung.